Manufacturer narrative:
Pentax medical will be providing supplemental information after follow up on the event.

Event description:
Pentax medical was made aware of a report for an event which occurred in argentina stating "during the endoscopic procedure, the image is intermittent" involving pentax model eb-1970k/serial (B)(4). No adverse events were reported. The distributor replaced the endoscope for the customer. No further information was provided at the time of the report. Pentax medical sent a good faith effort request for additional information regarding this event. Once information is received, the MDR will be supplemented. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: from the information obtained, it was not possible to determine the cause of the noise. Possible failures are likely due to cable damage and pcb failure.